Event description:
On 01/30/2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The pt tests his blood glucose 3 times a day. He tests before each meal. His normal blood glucose levels are around "95-120 mg/dl." The pt takes 1000 mg of glucophage every morning. About a 1 to 1 1/2 months ago, the pt started noticing that his meter readings were starting to get higher than normal. He started seeing results in the "200's mg/dl and sometimes in the "300's " mg/dl. As a result of getting the elevated meter readings, the pt's doctor increased his glucophage medication dosage to 2000 mg per day. The pt could not recall what date/time the doctor modified his medication dosage. During the time he was taking the increased dosages, the pt encountered several episodes where he developed symptoms of blurry vision, trembling, sweating, tiredness, and feeling unstable. In a few cases, he mentioned that he had to pull over while driving since he felt like passing out. On an unspecified date/time during the time of concern, the pt performed a meter-to-lab comparison. The pt reported blood glucose results of "238 mg/dl" with the reported meter and "105 mg/dl" on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. In another instance, the pt performed a meter-to-other meter comparison. The pt reported blood glucose of "265 mg/dl" with the reported meter and "125 mg/dl" on a friend's meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. As a result of the hypoglycemic episodes, the pt's doctor reduced his glucophage dosage back down to 1000mg. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he had episodes of hypoglycemia after his meter allegedly started reading inaccurately high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.